Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of the lot. Date of event: day of month is unknown, it is assumed 1st day. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was the device locked on tissue with the jaws closed? If yes, how was the device removed? Did the jaws eventually open? What caused the bleeding? How was the bleeding controlled? Was there issue noted with the staple line (malformed staples, staple line missing staples, only partially fired, etc.)? Please explain. Did the patient require a blood transfusion as a result of the issue with the ats45 device? Was there any patient consequence or change in the post-operative care of the patient as a result of the event?

Event description:
It was reported that during an unknown procedure, there was no effect on vessels control and then the device blocked in closed position after the second application. This resulted in patient bleeding (approximately 500 ml). No additional patient consequences were reported.

Manufacturer narrative:
(B)(4). Batch number: p57e9r. Investigation summary: the analysis results found that the ats45 device was returned with no apparent damage and with no reload present on the device. The device was tested for functionality with a test reload and it fired, cut and formed the staples as intended. The device fired without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.